Event description:
It was reported that (1) device was used during a laparoscopic sigma. It was reported by the affiliate that the tsb45 anvil slipped out. The patient consequence was a wound infection.